Manufacturer narrative:
Unit passed self test and displacement test. No hal software error detected alarm, software error detected alarm, or the main arm cannot communicate with the motor arm alarms noted during testing however, the formatted history file confirmed hal software error detected alarm (line number 202 file number 32149), the main arm cannot communicate with the motor arm, and software error detected (line number 439 file number 16) alarms. Problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error. Customer was able to clear the alarm and able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.